Event description:
It was reported that the arctic sun device was getting no flow. They had already changed the devices (serial unk) and arctic gel pads. They were currently using the second arctic sun device and the screen displayed low air leak when the user first called (serial (B)(4) ) user checked diagnostics and it showed flow rate was 3lpm, inlet pressure was -7.2psi, pump hours were 3890 and system hours were 4665. Per follow up information received via phone on 04feb2022, mss spoke with initial reporter, and they stated that the patient was not able to complete therapy on either device or pads and they ended up using a different method for cooling. There was no patient harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting no flow. They had already changed the devices (serial unk) and arctic gel pads. They were currently using the second arctic sun device and the screen displayed low air leak when the user first called (serial (B)(4)) user checked diagnostics and it showed flow rate was 3lpm, inlet pressure was -7.2psi, pump hours were 3890 and system hours were 4665. Per follow up information received via phone on 04feb2022, mss spoke with initial reporter, and they stated that the patient was not able to complete therapy on either device or pads and they ended up using a different method for cooling. There was no patient harm.

Event description:
It was reported that the arctic sun device was getting no flow. They had already changed the devices (serial unk) and arctic gel pads. They were currently using the second arctic sun device and the screen displayed low air leak when the user first called (serial 2486 ) user checked diagnostics and it showed flow rate was 3lpm, inlet pressure was -7.2psi, pump hours were 3890 and system hours were 4665. Per follow up information received via phone on 04feb2022, mss spoke with initial reporter, and they stated that the patient was not able to complete therapy on either device or pads and they ended up using a different method for cooling. There was no patient harm.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.